Event description:
It was reported that there was a patient alert triggered and the patient went to the hospital. The lead impedance was greater than 3000 ohms. The lead appears to be broken in 2 different segments, a lead fracture is suspected. It was further noted that the patient used a jackhammer the day prior and the lead damage is assumed to be caused from the jackhammer. The lead will be replaced with a new one. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were two patient alerts recorded for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily pacing lead trend data showed an abrupt increase for left ventricular (lv) lead permanent pacing impedance of 494 to 4047 ohms peak between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.